Event description:
Procedure: sigmoid resection. According to the reporter: the surgeon used sizers on proximal colon and the 31 sizer went in easily and the anvil was placed. The 31 sizer passed easily rectally all the way to the rectal stump, and the shaft of 31 stapler passed easily until 5 cm distal from the rectal stump at which point the stapler shaft appeared to be tearing/thinning the mucosa. The writing on the shaft could be easily read through the tissue. Even though the 31 sizer passed easily the 31 stapler was clearly too large. The 31 stapler and anvil were removed and a 28 stapler was used without incident. Mucosal tearing/thinning occurred. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)